Event description:
Additional information was provided that a revision procedure was performed and the lead was surgically capped and abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that shortly after implant, approximately seven years ago, this left ventricular (lv) lead had dislodged and the lead was never revised. The lead was instead programmed off at that time. It was noted that pacing thresholds were high and impedance measurements were approximately 200 ohms. It was noted that the lead would be replaced in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.